Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Inspection of the infusion set received indicated that the male luer connection, at the distal end of the infusion set, was cracked at the outlet tubing end. Further examination of the crack under magnification shows multiple stress marks on the outlet end of the male luer connector tubing and the tubing indicates multiple bends in different directions. A device history record review for model 2426-0007 lot number 20115763 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage seen in the sample received is caused when separating the infusion set from to what it is connect to. Examination of the sample received shows that there are several indications of the tubing being bent excessively. This bending causes white stress marks in the tubing which are clearly visible. With the description of the events provided by the customer, it can be concluded that the damages seen were caused when user tried to disconnect the male luer from its connection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 as lvp 20d 3ss cv sets broke at the luer connection inserted into the catheter. The following information was provided by the initial reporter: "we had two alaris tubing sets break at the lure connection that was inserted into the IV cath."